Event description:
It was reported to boston scientific corporation that the packaging of cre fixed wire dilatation balloon was received opened from the storage department. It was not known if this happened during unpacking or before the account received the product. There were no information reported as to whether this device was used in a patient/procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.